Manufacturer narrative:
Additional information received: the reporter provided a possible event date of (B)(6) 2018 as this is when the device was "found on rounds". It was also reported that is unknown whether if device was in use or if patient harm occurred.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device was found to be in fair condition with the 02 percentage and peep knob cap missing. Device 02 input connector was inspected and found to not be mounted tightly to chassis. This confirms the reported customer complaint. Additionally, the faceplate was bowed out indicating device had been dropped. The device underwent functional testing using 60 psi of oxygen. Pressure readings on manometer as a result were 10 cmh2o lower than selected on relief alarm pressure setting. This also confirms the reported customer complaint. It was also noted that there was a significant leak present when lock off leak check was performed which explains cause of low pressure readings. Removed top cover to locate source of the leak; found leak at function switch. This was then replaced, as well as the calibration of peep, CPAP, and frequency control as they were found to be outside specification. User interface was determined to be the cause of the reported issue, due to the damage noted during the visual inspection of the device.

Event description:
Information was received indicating that the oxygen connector dial to a smiths medical pneupac¿ parapac plus was noted to be loose. It was reported that the pop of alarm is also not accurate. There were no reported adverse patient effects.